Event description:
Customer reports inconsistent inr results between protime system and unspecified lab system. This report is patient 1 of 2. Protime inr error message "out of range low". Repeat inr 2.0. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer's method, results, conclusions: manufacturer evaluation / investigation pending product return.